Manufacturer narrative:
(B)(4).

Event description:
The patient reported feeling nausea and urge to urinate and defecate. A small pericardial effusion occurred due to the procedure. It was noted that the issue was resolved and all of the implanted devices from that implant remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.